Event description:
Very shallow vault was reporter in a patient with an implantable collamer lens. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): no serial numbers reported. (B)(4).